Manufacturer narrative:
Manufacturer¿s investigation conclusion review of the submitted log files confirmed a pump stop that appeared consistent with an electrostatic discharge (esd) event; however, a specific cause could not conclusively be determined through this evaluation. The system controller log file captured a pump stop event that was observed on (B)(6)2020 at 8:26:47 lasting approximately 6 seconds. The pump stoppages appeared consistent with an electrostatic discharge (esd) event causing the left ventricular assist device (lvad) software to reset, which is in accordance with the intended design. Additionally, transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) is currently available. The patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. The heartmate 3 lvas patient handbook is also available. Section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that a pump off followed by low flow was observed on (B)(6) 2020. Patient also reported intermittent beeping coming from system controller, although nothing in the log file that correlated with that. Review of the submitted log files showed, on (B)(6) 2020, a pump event that appeared to be related to an electrostatic discharge (esd). The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 6 seconds during this reset.